Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly and no communication between ipen to inpen app. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-105nnpkna, mmt-8060. Troubleshooting was performed and the issue was not resolved. No further patient complications were reported. Mmt-105nnpkna was requested and customer response was the device will be returned. No product return is required for mmt-8060.

Manufacturer narrative:
No physical damage to cartridge holder. Front cap shell won't lock in place. Missing dosing window was also noted. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 3.039v. Unable to perform baseline wireless/functionality test or displacement dose accuracy test. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.70ozf-in). However, during deconstructive analysis, corroded flex pcba gold contacts were noted. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. However, it was determined the cause of inpen not pairing was caused by fluid intrusion. Therefore, the customer concern of inpen not pairing to app was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.